Manufacturer narrative:
D10: 314-13-22 - equinoxe cage glenoid s, post aug, left: (B)(6). 300-62-02 - stemless hum comp integrip, cage, size 2: (B)(6). 310-62-38 - stemless hum head 38mm x 13mm x alpha: (B)(6). 319-01-32 - steinmann pin sterile 3.2mm x 178mm: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported a 62 yo female patient, who had a left tsa, underwent a revision procedure approximately 2 years 6 months post the initial procedure. The patient presented with cuff insufficiency. The rotator cuff had failed causing instability. The surgeon extracted all components and converted to a reverse total shoulder. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices were discarded by the customer. No device images were provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6, h11. A review of complaint history determined that no further action is required as no trends were identified. The revision reported was likely the result of failure of rotator cuff causing instability. The reason for the rotator cuff failure cannot be conclusively determined but may be related to an underlying patient condition, component sizing or positioning issues, or a combination of the above. However, this cannot be confirmed due to limited information received from the customer. The devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.